Event description:
The analyzer had a plugged reagent metering probe that could have resulted in false pt results. At the time, the obstruction occurred only quality control samples were being analyzed. There was no report of pt harm.